Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery. Customer¿s blood glucose was 22 mmol/l. Customer was feeling very anxious. Customer was alleging the insulin pump because insulin pump was not giving correct insulin. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime, seating test, basic occlusion test and force sensor test. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.